Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the clip deployment, bleeding continued. When the device was removed, the clip was deployed in the subcutaneous tissue, which was removed with forceps. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.